Event description:
It was reported that prior to starting a da vinci s surgical procedure a broken wire was found on the pk dissecting forceps instrument. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a wire was broken. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp still remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.